Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited failure to sense. Programming changes were made. Patient condition was stable.